Manufacturer narrative:
Final product manufacturing and qc record for cov2020123 were reviewed. No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process was complied with the dmr. The test results of retention samples from cov2020123 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified.

Event description:
Invalid result (s). Customer had a flowflex test that had no lines after 15 min. She confirmed she performed the test correctly and put 4 drops in the s well.